Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the part drawing found that the silicone tip protectors have been updated to plastic sleeves since this device was manufactured. A visual inspection revealed that the tip protectors of the guide wire stuck to the device. On one side, small pieces of the tip protector were left behind, and on the other, the tip protector could not be fully removed without tearing. The pieces could not easily be rubbed or peeled off. The complaint was confirmed, and the root cause was associated with component failure. Factors that could have contributed to the reported event include exposure to excessive heat that would lead to the deformation of the silicone tips. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - clinical and impact code and medical device problem code.

Manufacturer narrative:
H10 h3,h6: one 72202881 2.0mm guide wire intended for use in treatment, was not returned for evaluation. The complaint dissatisfaction points to the performance of a protective packaging cap vs. The actual pac product sold. Due to product unavailability, evaluation was limited. If further information becomes available the complaint may be revisited. Factors that might affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. It has been observed that the protective packaging caps removal process left a sticky silicone residue on products. Root cause was found to be vendor based; inefficient material curing time. Batch review did not indicate a condition, product or procedure failure that supported the allegation although the occurrence rate drove previous engineering evaluation and response. A supplier process improvement occurred to correct the material issue. The caps have also been replaced with alternate tip protectors. Rate of occurrence has decreased across codes that used the packaging material. Complaint history review indicated no similar allegations for the lot number reported. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, DHR, complaint history, IFU, risk management, clinical/mi results, material assessment and technique guides (as applicable).

Event description:
It was reported that the rubber end caps will not come off from guide wire, small pieces remain and guide wire is unusable. The problem happened before the procedure, and it was solved using a back up device. No delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.